Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced nausea and vomiting, as well as decreased efficacy in the back. To address the issue, the physician explanted and replaced the patient¿s ipg. Postoperatively, the patient no longer felt nausea and vomiting.